Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for spinal pain. Information was reported that the patient is getting poor communication. The patient has not had stimulation and has not charged since (B)(6) 2018. The patient also reported having a fall around this time and hasn't been able to charge since. The patient noted that she still has tenderness at the ins site. The patient also mentioned that they had forgot about charging their ins, and they also have a massage chair that helps with a lot of pain too. The patient is now seeing the reposition antenna screen when trying to charge. The patient has had a return of pain and stated that it is hard to sit up or stand because her back is hurting. The patient will be meeting with a rep to address the issues on (B)(6) 2019. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer's representative. It was reported that the patient had an injury in november and hadn't charged the ins since then. They were unable to connect or charge the ins as it was overdischarged. The representative successfully jumpstarted the ins on the first attempt and the patient charged their system. The issue was resolved. No further complications reported.